Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient reported that the day of the event the pump inserted too much insulin based on an inaccurate high cgm reading which caused the patient to feel weak, dizzy, and eventually collapsed on the ground. The patient did not lose consciousness but was very weak. A bystander gave the patient lots of jelly beans and carbohydrates. No emergencies were contacted. When a fingerstick was taken the cgm was reading 20.0 mmol/l and the blood glucose reading was 2.9 mmol/l. The patient recovered half an hour after treatment and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.